Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath into the pt's femoral artery. The perfusionist was paged down to the cath lab for a balloon insertion that was not working correctly. By the time the perfusionist arrived the balloon was working, but they said the balloon was not unwrapping and that the purge cycles were not doing the trick. They used a syringe to manually inflate the balloon. The iab therapy commenced successfully and the iab was removed the next day. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was interrupted/delayed for a "few minutes." There were no reported pt complications and the pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.